Manufacturer narrative:
D4. Medical device lot #: 4270017 was reported; however, this is not a kit lot # manufactured for the reported catalog #. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) growth supplement bottle was found to be contaminated with a "fungal formation." There were no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) growth supplement bottle was found to be contaminated with a "fungal formation." There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Growth supplement batch number 4270017 was provided by the customer via photograph. Batch history review for growth supplement batch 4270017 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retention samples maintained for this product include the individual components but not the kitted configuration. Retention samples for growth supplement batch 4270017 was not available for inspection for this complaint. Three photos were received to assist with the investigation. The photos showed one stoppered growth supplement vial (batch 4270017) with frost on the vial, hindering viewing through the vial. No returns were received to assist with the investigation. Without the kit batch number or defect verification, this complaint cannot be confirmed. Bd will continue to trend complaints for contamination.